Event description:
It was reported that during tka surgeon planned and made all cuts. Decided to go back to planning and adjust cuts. As surgeon was going to make these additional femur cuts, clicked the "remove purple" icon and the system initiated an alert on the screen saying there was an error and it needs to exit. The navio screen went all black and seemed to reboot. Once system rebooted, navio screen detected a previously saved session and asked to resume or start over. Transitioned to manual instruments to complete case, which surgeon cut a little more distal femur to balance knee and complete case. Delya of less than 30 minutes reported.